Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for evaluation. The inspection of the device by olympus repair center confirmed the following; the reported phenomenon was reproduced. The reported event appeared to be caused by defect of the power switch. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user pressed the power button of the device, but the device did not start up. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. More than three and a half years have passed since the device was delivered to the hospital. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by wear of the power switch due to repeated use for a long period of time or strong impact on the power switch by the user. If additional information becomes available, this report will be supplemented.